Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken monopolar yaw pulley at the ceramic insulator interface. Broken piece(s) are not missing as a result of breakage. The broken pieces could not be measured. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. As a result of a broken yaw pulley, the grip cable was dislodged. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook instrument's yellow piece broke, and it was unable to be used. The procedure was completed with no reported injury.